Event description:
It was reported that when they were threading the catheter through the needle they met resistance. Additional info received from the sales rep on 07/22/2010 stated that during insertion, the stylet was sticking in the epidural needle. When they tried to put the catheter through the needle, they met resistance. The catheter was not able to float through the needle so a new needle was opened and used. A blood patch was needed due to a tear of the dura. There was a few mins delay in treatment, no pt death and no pt complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.